Event description:
During a "my knee" case, the resection of the tibia was not suitable to the surgeon because it cut too much off the tibia. In additional to using a 20mm thickness uc insert, the doctor also had to use a revision augment to obtain better stability for the pt. The surgeon wanted to use a 10mm augment but that thickness was not available for surgery and thus he was forced to use a 5mm augment which compromised the pt stability. When the pt went to walk during its recovery, the knee dislocated due to insufficient stability. The surgeon conducted a total knee revision to address the problem. MFR ref # 3005180920-2014-00158.